Event description:
Voluntary report states: I had a right total hip replacement - depuy pinnacle metal-on-metal in 2006. In 2009, device began to fall causing metal, chromium and cobalt, ions to leach into my system. Revision total hip replacement to remove depuy and replace with different brand device in 2010.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.